Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Device history review did not identify any potential non-conformances, non-conformances, or deviations with lot 07500un24 and the complaint issue. Ticket search by lot did not identify an increase in complaint activity for lot 07500un24. Trending review did not identify any trends for the issue for the product. The overall performance of the architect stat troponin-I reagent was reviewed using field data from customers. A review of field data for the overall performance of lot 07500un24 indicated the patient median results are within the established limits. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified for the architect stat troponin-I, reagent lot 07500un24.

Event description:
The customer reported false positive architect stat troponin-I result generated on the architect i1000sr analyzer for one male patient. The following data was provided: on (B)(6) 2024, sid(B)(6): initial troponin-I result (0-hour) = 2.04 ng/ml; repeat result (2-hour) = 0.01 ng/ml; repeated the 0-hour sample result = 0.01 ng/ml. According to the current package insert for architect stat troponin-I clinical performance - the architect stat troponin-I assay diagnostic cutoff is 0.30 ng/ml. There was no impact to patient management reported.

Event description:
The customer reported false positive architect stat troponin-I result generated on the architect i1000sr analyzer for one male patient. The following data was provided: on (B)(6) 2024, (B)(6): initial troponin-I result (0-hour) = 2.04 ng/ml; repeat result (2-hour) = 0.01 ng/ml; repeated the 0-hour sample result = 0.01 ng/ml. According to the current package insert for architect stat troponin-I clinical performance - the architect stat troponin-I assay diagnostic cutoff is 0.30 ng/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.